Event description:
The home patient (hp) contacted baxter's technical service center regarding therapy assistance which occurred on the homechoice (hc) during use while the patient was not connected. The hp stated that during set up, the heater bag disconnected and the heater line started to leak. The baxter technical services representative advised to start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that the disconnection was caused by user error alone, and no allegations were made against any of baxter's products. He stated that he had not screwed the connection together entirely. After he started over with new supplies, therapy went well. There were no adverse effects reported in relation to this event. No inadvertent exposure was reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was user error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).